Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This user was seen on (B)(6) 2022 and had reported a buzzing noise which was first notable from the previous friday. Further device assessment is considered.

Event description:
This user was seen on (B)(6)2022 and reported a buzzing noise which was first notable the previous friday. The user reported hearing spurious sounds and unpleasant sensations from her implant system, despite a total exchange of the external devices. She had recently stopped wearing her audio processor. The user also reported receiving a blow over the implant site four weeks previously.the user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Re-implantation is planned for (B)(6) 2023.

Event description:
This user was seen on (B)(6), 2022 and had reported a buzzing noise which was first notable from the previous friday. The user reported hearing spurious sounds and unpleasant sensations from her implant system, despite a total exchange of the external device, she had recently stopped wearing her processor. Reimplantation is scheduled for (B)(6), 2023.